Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs of the associated liner. Images of the liner show damages and material missing. A portion of the rim of the liner was fractured. Screw holes indicative of removal attempts were visible. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00885200832, item name: elevated rim liner, lot #: 63799039; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Report source: foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02102. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision due to dislocation approximately one year post-implantation. During the revision surgery it was noted that the liner was broken on the lip. Attempts have been made and no additional information is available at this time.